Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. Based on the information obtained, the root cause of the reported event(s) are listed as inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The potential cause of a corneal burn can be attributed to surgical mitigations or factors. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during manual small incision cataract surgery (msics) procedures. There was no product returned for testing on this investigation. Therefore, based on the information obtained, the root cause of the reported event(s) remains inconclusive. Based on the information obtained, the root cause of the reported event(s) remain inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract surgery with intraocular lens (iol) implantation, irrigation of an ophthalmic operating system was not working properly resulting in the tip of an ophthalmic handpiece getting hot eventually causing corneal burn, wound leakage, and astigmatism. Corneal burn was closed using sutures. The surgery was completed by replacing the machine, handpiece, and the tip. The patient symptoms have been resolved. However, customer reported astigmatism will be treated after suture removal. This complaint pertains to ophthalmic handpiece involved in the reported events.